Event description:
A malfunction alarm, identified as malfunction 12, was reported. There was no reported impact to the customer's blood glucose level. The customer had not previously reset the pump for this malfunction, so technical support provided instructions and assisted the customer in resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump while being instructed to call back if the issue reoccurred, which the customer understood.